Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow onc the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported inaccurate sensor reading that have caused her insulin pump to go into a false threshold suspend mode. Customer's most recent blood glucose was 128 mg/dl. She stated her sensor readings can be over one hundred points off. Her blood glucose will be around 175 mg/dl, but her sensor reading will be 50 mg/dl. Customer was advised of proper sensor insertion and calibration methods. Customer has received calibration errors and change sensor alerts. Customer declined further troubleshooting. Nothing further reported.